Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation. The association between the coopervision device and the event is unconfirmed. [Mw5079720.pdf].

Event description:
Manufacturer received medwatch report mw5079720. The patient reported that after using the device his vision became cloudy and he experienced a burning sensation and discomfort. The patient received medical treatment and was diagnosed with an injury assumed to be chemical. Further information was received by the manufacturer from the patient. After using the device, the patient experienced pain in the left (os) eye and sought medical treatment. He states he was treated with ointment, unspecified, for corneal abrasions. After approximately 1-2 months, the patient had a similar experience of eye pain and was again treated for corneal abrasions, prescribed medication unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown outcome.